Manufacturer narrative:
(B)(4). Foreign: (B)(6). Concomitant medical products: unknown nexgen knee tibial tray cat#: unk, lot#: unk , unknown nexgen articular surface cat#: unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2018-01317, 0001822565-2018-01316. Product has been discarded.

Event description:
It was reported that the patient was revised two years post implantation due to loosening. No additional information is available at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.